Event description:
The report received, from a physician, indicated that a patient underwent cardiac catheterization and a cypher stent was implanted. Approx three years later, the stent was found fractured with two fragments lying parallel to each other. Vessel treated was unk. The event is ongoing and the treatment was reported.

Manufacturer narrative:
The stent remains implanted; therefore, not available for eval. Add'l info will be submitted within 30 days upon receipt.